Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 1pm. As part of the patient's diabetes regimen, the patient claimed he is on insulin (type/dose unspecified). At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. The patient was unable/unwilling to specify whether he was experiencing any diabetes symptoms before or after the alleged issue began. On the same day of the alleged issue, however, the patient stated he contacted his health care professional (hcp) by phone for advice as a result of the alleged issue. According to the hcp's advice, the patient was told to go to the pharmacy and ask the pharmacist to help with the subject meter. At the time the alleged issue began, the patient was unable/unwilling to provide whether he tested on another device. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and there was no misused of the meter. The cca educated the patient on the meter's behavior and auto-shutoff. The alleged power issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. There is no evidence that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.